Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed seven months remaining longevity and then went down to four months remaining longevity. During the recent device check, the device showed five months remaining longevity. Boston scientific technical services (ts) suggested possible reasons for this event and discussed that the power consumption was at 89 percent compared to nominal, which does not indicate any excessive usage. In addition, boston scientific technical services (ts) suggested for an engineering analysis but the health care professional (hcp) did not think that was needed since the device appeared to be using a normal amount of power. The clinic will continue to monitor the device monthly. As of this time, the device remains in service. No adverse patient effects reported.